Event description:
It was reported the customer was hospitalized for high blood glucose was (B)(6) 2015. The customer also reported their insulin pump stopped working during the night. It was found the customer had a blank display, leading to their hospitalization. Customer's blood glucose at the time of the hospitalization was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.